Event description:
Good faith attempts for more information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient was experiencing intermittent painful stimulation. The patient had some swelling and redness on her chest. The patient was on her way to the emergency room at the time of the report. The patient had not been disabled but disablement was likely. Last diagnostics at the time of the report were within normal limits. No further information know regarding these events, when more information is known it will be reported.